Event description:
Customer alleges that his humidifier started to smoke and melt. There were no injuries or property damages reported with this incident.

Manufacturer narrative:
Customer was sent a prepaid label to return the product for eval, but the customer has not returned the product.